Event description:
During the surgical removal of the port, the catheter was not attached. X-ray showed the portion of catheter in the right atrium extending into the right ventricle. The pt was taken to the radiology dept for successful retrieval of the catheter. No injury to the pt.